Event description:
It was reported that a device was used during an unknown procedure. The device would not stay armed prior to insertion into the abdomen. Case was completed with another device. There was no patient consequence.